Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The lot number were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. Note: the broken ceramic head is not released in USA. (B)(4).

Event description:
It was reported that the pt was implanted a durasul alpha insert on (B)(6) 2006. On (B)(6) 2014 add'l info was received stating that the pt was revised. The pt was revised on (B)(6) 2014 due to the breakage of the ceramic head.